Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician gained common femoral access with the precision access needle, inserted nitinol .021 wire through needle, during a radial access case. When attempting to draw back the wire to redirect position the physician noted significant "catching", preventing him from smoothly pulling the wire back. After a couple of attempts to retract the wire, he was able to get the wire out; however, he noted upon removal that the stainless steel outer portion of the wire had stripped off of the distal tip of the wire. Upon angiography the physician found a small piece of the wire present in the common femoral. It was left in the patient as its too difficult to retrieve. The physician reported that despite the wire issue, he was still able to subsequently gain access and performed peripheral intervention without issues. The patient was reported to be stable condition, and the case was completed with no complications. There were no other devices or equipment used with the reported product.